Manufacturer narrative:
Currently it is unknown to what extent the device may have caused or contributed to the reported event. Without a lot number provided a manufacturing review could not be conducted. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2006 - the patient underwent surgery for implant of an unspecified composix mesh. On (B)(6) 2006 - the patient had unspecified injuries. The patient's attorney alleges general allegations for "past, present and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2006 - the patient underwent surgery for implant of an unspecified composix mesh. (B)(6) 2006 - the patient had unspecified injuries. The patient's attorney alleges general allegations for "past, present and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with a recurrent incarcerated ventral hernia thereby underwent open repair with the implant of composix mesh. Per operative notes, ¿the hernia sac was identified and there were noted to be multiple adhesions to the hernia sac contents were taken down. A bard composix mesh was placed intra-abdominally over the omentum which was used to cover the back. Gortex side of the mesh was positioned to the peritoneal surface and anchored using tackers.¿ (B)(6) 2006 - patient was diagnosed with fistula, infected intraabdominal mesh and adhesions thereby underwent open repair with the removal of composix mesh. Per operative notes, ¿the mesh was identified and found to be surrounded by purulent material. Mesh and tacks were removed from the anterior abdominal wall. There was evidence of small bowel fistula in the inferior portion of the wound and very dense adhesions were found. An adaptic was placed over the bowel openings and wound vac was placed.¿ attorney alleges that the patient had adhesions, fistulae, infection and hernia recurrence.

Manufacturer narrative:
Currently it is unknown to what extent the device may have caused or contributed to the reported event. Without a lot number provided a manufacturing review could not be conducted. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 months post implant of mesh ¿ composix, patient was diagnosed with infection, fistula, adhesions and purulent discharge thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions and fistula as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection may require removal of the prosthesis". A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.